Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between july 17, 2024 and july 18, 2024. H11: the actual device was received for evaluation. A visual inspection was performed and a white substance was seen floating in and on the valve set. It appeared that the set had excess silicone oil which is part of the device manufacturing process. The reported condition was verified. The cause of the condition could not be determined; however, the most likely the cause is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified white substance was floating at the end of a em2400 valve set. The white substance was rinsed away with several primes of sterile water for injection (swfi). This was observed while setting up the compounder. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.